Event description:
During treatment for a proximal left m1 occlusion, the physician was successful using the penumbra 041 system to open the proximal m1. While using the penumbra 032 system, he successfully opened one of the m2 vessels. While using a third (B)(4), he noticed that a small piece of the wire had broken free from the separator. He then decided to abort the case. It was noted that the anatomy did not seem to be especially tortuous and the device was discarded.

Manufacturer narrative:
The device was not returned. Without the return of the device, the root cause of the problem could not be determined.